Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic stack. The device had a corroded motor home switch. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to blank display. The motor error alarm was unable to be verified due to blank display. The insulin pump was received without belt clip and it was not possible to confirm damage on the old belt clip. The device was received with cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer's father advised the customer fell off their skateboard a week ago and there was a crack on the device. Customer was near the sink and the insulin pump was exposed to moisture which went into the display screen. Troubleshooting for the cosmetic damage was performed. Customer advised there was a crack at the bottom back of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.